Event description:
It was reported the programmer boots up to a solid, yellow screen, then stalls. Running the repair disk had no effect. No patient involvement or complications were reported as a result of this event.

Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed that the programmer powers up to the yellow display then displays an error. As a result, the software was reloaded. The programmer passed all functional and systems tests.